Event description:
The stryker micro sagittal saw was sent in for repair because it was overheating during a procedure. No adverse event was reported; another device was used to complete the procedure.

Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed. Upon eval of the internal components, corrosion damage was noted on the press plug and the low motor cartridge. Corrosion damage to the motor was identified as the probable cause of the failure since the presence of corrosion can lead to increased friction between moving parts, resulting in heat generation. The device was repaired and returned to the customer.